Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device performed as per specification. The portion of the cable where the strain relief begins felt soft and degraded. This could be attributed to normal wear and did not affect the functionality of the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's controller displayed a power disconnect (low priority) alarm referencing the port where their ac adapter was connected. It was mentioned that the adapter was not locking into place when connected to the controller. The adapter was exchanged with no reported patient consequences. No further information was provided.